Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dome section of grater has split between two of its cutting teeth.

Manufacturer narrative:
Dome section of grater has split between two of its cutting teeth. Found in loan kit on return. No other information received or required. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer. Examination of the returned device confirms the reported material fracture between three of the grater teeth. A search of the complaints databases identified no other reports against the product/lot code combination. The cutting edge of the tooth where the fracture started is severely deformed. The root cause is heavy usage/wear out. Based on the performed investigation, product problem has not been identified and corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.